Manufacturer narrative:
There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot: null. Device history batch: null. Device history review:null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up 4 is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the DHR (device history record) for product numbers (B)(4) lot numbers 2908878 and 2949243 found no anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: UDI: (01) (B)(4). Added: b5, d4(UDI and expiration date) and h4 (patient).

Event description:
Ppf alleges pseudotumor and loosening of stem.

Event description:
Litigation papers allege severe pain, weakness, difficulty sleeping and difficulty with simple daily activities. Additionally it is alleged the patient is at risk of elevated cobalt and chromium levels and possible revision surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: 12/11/2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review.

Event description:
Update: (B)(6) 2013 - the complaint has been reopened because it has been reported that the patient was revised to address pain on (B)(6) 2013. There is no new information that will affect the existing MDR decision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: correction: manufacturing facility: leeds d3: (B)(4) depuy intl., ltd. / g1-2: (B)(4) depuy orthopaedics, inc. / (B)(4) depuy intl., ltd new etq created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint- litigation papers allege severe pain, weakness, difficulty sleeping and difficulty with simple daily activities. Additionally it is alleged the patient is at risk of elevated cobalt and chromium levels and possible revision surgery. **update** 05/13/2013 - the complaint has been reopened because it has been reported that the patient was revised to address pain on (B)(6) 2013. There is no new information that will affect the existing MDR decision. Update: 12/11/2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Complaint was updated on: 05/20/2014 update rec'd 12/11/2012 & 8/26/2014- pfs and medical records received. After review of the medical records the revision operative note indiacated the stem was groosly loose, but there was not mention of revising it. There was no mention of metallosis. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 9/17/2014 doi: 8/24/2009 - dor: 05/13/2013 (left hip) (B)(6) 2014 updated patient and product codes. (B)(6). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.